Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for right total knee revision - aseptic loosening: femoral component. Date of implantation: (B)(6) 2014; date of revision: (B)(6) 2019; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) used to capture the musculoskeletal stiffness.

Event description:
Medical records received. On 18 oct 2019, the patient underwent a right knee revision due to pain, adhesion, polyethylene wear-type synovitis, stiffness, and femoral component loosening at an unknown interface. The surgeon noted the tibial tray and patella component were well-fixed. Doi: (B)(6) 2014 dor: (B)(6) 2019 right knee.